Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The light guide tube/cable had a buckle. In addition, the body forceps cover was missing, the evis image had a white glare, the objective lens cement was peeling, and the control knob had low tensions and was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had a buckle on the sheath at the insertion tube mark. The issue was found during preparation for use. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, the phenomenon likely occurred due to external force applied by rubbing or hitting against something during transport, storage, use, or cleaning. It may have also occurred due to age deterioration over time. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "warning: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿